Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that continuous beeping occurred to a smiths medical cadd-legacy® duodopa pump. The pump was also reported to be feeling warm during the day. There were no reported adverse effects.

Manufacturer narrative:
One cadd® cadd-legacy® duodopa pump was returned for analysis. The customer's reported problem was "continuous alarm - per abbvie soltraqs (B)(4) the pump is beeping regularly and is feeling very warm during the day". A visual inspection found the device to be in good physical condition. The event log recorded ten 1720 error alarms. Sensor testing found the downstream and upstream sensors functional and alarm values within manufacturing specification. The customer's perception of the device beeping regularly was not duplicated during simulated use. There was no beeping and no indication of the pump running war. The backup capacitor was replaced due to the 1720 error record. What caused the reported problem is unknown. Who caused the reported problem is unknown.